Manufacturer narrative:
Information regarding suspect medical device section. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Product code: qau. Information regarding all manufacturers section PMA/510(k) #: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the report indicates that the catheters used were kinked during the procedure which is the most likely cause for this occurrence. The cause of the kinking is unknown. The instructions for use state, "slowly advance catheter through accessory channel in short increments until catheter tip is visualized endoscopically." Advancing the catheter slowly in short increments will aid in preservation of the device. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician selected a cook hemospray endoscopic hemostat. The device was activated and the catheter was advanced down the accessory channel of the endoscope. The deployment button was pressed and a small bit of powder exited. The second catheter was also used. The physician's initial assessment was that the catheter kinked. Clips and a bipolar probe were used to finish the procedure. Other than the deployed hemospray, the information provided does not suggest a section of the device remained inside the patient¿s body. It was reported that there was no complication. We can conclude that this information does not reasonably suggest the patient was adversely impacted.